Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error after the customer wore the device while swimming. The patient's blood glucose at the time of incident was 5.7 mmol/l. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform displacement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.